Manufacturer narrative:
(B)(4).

Event description:
It was reported that episodes of undersensing due to r-wave amplitude variability were noted via merlin.net transmission. Programming were suggested. It was noted that if programming changes were made, then the patient would be prone to oversensing. The patient has a history of vt and the decision was made to not to make any changes.